Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that customer experienced high blood glucose. The customer blood glucose level was 453 mg/dl at the time of incident. The customer also reported that the insulin pump had insulin flow blocked alarm and event was resolved by infusion set change. The customer was treated with insulin pump. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.